Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced two events of kinked cannula on (B)(6) 2025 and (B)(6) 2025. Patient noticed symptoms within three hours of insertion. The site of insertion was abdomen. Patient used correction injection via multiple daily injection in order to treat high blood glucose. No further information available.